Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported blood was noticed backing up the PICC line. Upon further assessment a leak was noted at the t-connector.